Event description:
The customer reported that she experienced a high blood glucose of 596 mg/dl and noticed her infusion set cannula was crinkled. She changed the set and then received a no delivery alarm, so she changed the set again. The customer then treated with a syringe, attempted a bolus delivery and changed the set again, having received another no delivery alarm. The issue was resolved by a complete set change. It was not possible to determine the cause of the issue as the customer was not able to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.